Event description:
The suspect device was received by the manufacturer and is awaiting product analysis completion. Product analysis on the non-suspect generator was completed and internal generator data review showed that high impedance was seen dating back to (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021. Additional information was received that the reason for the battery replacement was high impedance and all necessary troubleshooting steps were done during surgery. No trauma or manipulation was noted. MFR report # 1644487-2018-00445 was found to capture the malfunction for the suspect device that was not previously known until the completion of generator analysis showed high impedance dating back to 2020, and any further information regarding this event will be reported in that report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, the new device was connected to the lead and showed high impedance. A full revision was performed and impedance resolved. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.